Manufacturer narrative:
The device was not returned for evaluation. A device history review (DHR) for the dilator kit was performed and all manufacturers' specifications were met prior to release for distribution. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. This may be due to excessive calcification, tortuosity, and/or small vessel diameter. When difficulty is encountered inserting/advancing the dilator, it is routine to troubleshoot. This may require exchange of the device over a guide wire; however, this can be performed with minimal delay in treatment and little risk to the patient. Per the instructions for use (IFU) and the rf3 patient screening manual the dilator kit is contraindicated for tortuous or calcified vessels that would prevent safe entry of a dilator. Additionally the patient screening manual instructs the operator on proper peripheral vessel assessment, taking into consideration calcification, tortuosity, and minimum vessel diameter. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. In this case, the patient's access vessel was described as mildly calcified, and mildly tortuous. The vessel size was 8.5mm in diameter; the minimum vessel diameter for a 24fr sheath is 8mm. On review of limited patient screening images there is a noted narrowed area in the right ileo-femorals with a cross-sectional measurement of <8.0mm and calcification. It is possible there were other areas of narrowing and calcification not available on the provided screening images. On this basis, it is likely that patient and procedural factors contributed to this event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and patient screening manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Manufacturer narrative:
The lot number for the device was not provided. Thus a device history record (DHR) review of the effected dilator kit could not be performed.

Event description:
As reported by the edwards clinical specialist, during the transcatheter aortic valve replacement (tavr) procedure, serial dilatation was attempted on the right side of the patient. Resistance was met while attempting to insert the 28fr dilator and a dissection was noted in the right common femoral artery. The dissection was treated with covered stents. Percutaneous access was then achieved on the left side of the patient. A 26mm valve was implanted successfully without further complications. Per additional information received from the edwards clinical specialist, there was nothing abnormal noticed while inspecting the dilators prior to use.